Manufacturer narrative:
Blade seized/stopped - the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy procedure on a large uterus in 2008. During the procedure, the device stopped working in the middle of the case. The doctor used a second device and complete the case with no adverse patient consequences.